Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
On 1/13/2023, it was reported by an arthrex employee via email that an ar-2324bcc biocomposite swivelock anchor was damaged during insertion. The case was completed with a new product. This was discovered during a procedure on (B)(6) 2023, with no patient effect reported. Additional information received on 1/15/2023: the was discovered during an patellar tendon repair. The cracked anchor was removed and a new ar-2324bcc biocomposite swivelock suture anchor was implanted in the same predrill bone to complete the case.